Manufacturer narrative:
Manufacturer¿s ref no. (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11195610. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the intracranial angioplasty procedure targeting a severe stenosis of the right vertebral artery, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 11195610) could not be fully deployed after it reached the target position; only 40% of the stent was deployed. The physician switched to another stent and completed the procedure. There was no of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 13 january 2021. This MDR will also report that the product was received by the product analysis lab on 13 january 2021. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. [Additional event information]: the healthcare professional reported that during the intracranial angioplasty procedure targeting a severe stenosis of the right vertebral artery, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 11195610) could not be fully deployed after it reached the target position via the concomitant prowler select plus microcatheter (606s255x); only 40% of the stent was deployed. The stent was removed; it was reported that the stent was no longer on the delivery wire when it was removed. There was no damage noted on the stent. The physician switched to another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) and completed the procedure using the same concomitant prowler select plus microcatheter. It was reported that the event did cause a clinically significant delay in the procedure, however, the duration of the procedure delay and the reason for its significance was not provided. There was no of any patient adverse event or complication. Updated sections: a.2, a.3, d.9, g.3, g.6. H.2, h.3, h.6, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the intracranial angioplasty procedure targeting a severe stenosis of the right vertebral artery, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 11195610) could not be fully deployed after it reached the target position via the concomitant prowler select plus microcatheter (606s255x); only 40% of the stent was deployed. The stent was removed; it was reported that the stent was no longer on the delivery wire when it was removed. There was no damage noted on the stent. The physician switched to another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) and completed the procedure using the same concomitant prowler select plus microcatheter. It was reported that the event did cause a clinically significant delay in the procedure, however, the duration of the procedure delay and the reason for its significance was not provided. There was no of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. It was noted that the stent component and part of the delivery were appeared mechanically detached from the rest of the device inside the introducer. The stent component was already deployed; this deployed state may likely be related to the observed mechanically detached state of the delivery wire and the stent. No other damages and anomalies were observed during the visual inspection. Due to the appearance of the device being mechanically detached, further inspection was performed using a scanning electron microscope (sem). The result of the sem is as following: the surface of the device was scanned with a focused beam of electrons. There is evidence of mechanical damage and stress marks on the guidewire. These observe damages may be related to procedure device handling or excessive force. The exact cause cannot be conclusively determined. No other anomalies were observed under the sem analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11195610. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported that the enterprise stent could not be fully deployed after it reached the target position via the concomitant prowler select plus microcatheter; only 40% of the stent was deployed. The deployment difficulty / partial deployment issue reported was confirmed. During the visual analysis of the complaint device, the stent was already in deployed condition. The delivery wire was observed mechanically detached. The exact time when these occurred could not be conclusively determined. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.